Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump low battery alert less than a week. Customer did not perform troubleshooting for no delivery alarm. The screen is cloudy since the display has scratch. The insulin pump make grinding noise while rewinding. Customer cannot recall their blood glucose reading. The insulin pump will be returning for analysis.

Manufacturer narrative:
Device was received with normal operating currents and passed rewind test, self-test, a21 error test. No unexpected low battery, battery out limit and failed battery test alarms during testing. No rewind grinding loud noise anomaly noted during testing. Device had minor scratched lcd window, cracked lcd window. (B)(4).